Event description:
It was reported that during a routine check the display of the cardiosave intra-aortic balloon pump (iabp) is having black spots/faded on 3 points ( 1.right bottom corner 2.left bottom corner 3.right top corner ). There is no sign for physical damage . There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge authorized dealer's field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the display, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check the display of the cardiosave intra-aortic balloon pump (iabp) is having black spots/faded on 3 points ( right bottom corner, left bottom corner, right top corner). There is no sign for physical damage . There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a routine check the display of the cardiosave intra-aortic balloon pump (iabp) is having black spots/faded on 3 points ( 1.right bottom corner 2.left bottom corner 3.right top corner ). There is no sign for physical damage . There was no patient involvement and no adverse event was reported.